Event description:
The consumer alleges the axle hole on the front caster of her wheelchair became elongated, allowing the wheel to fall off. She allegedly fell out of the chair and fractured her foot.